Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results logs for the runs in question were reviewed. Runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There were no signs of amplification in the two patient samples that generated negative results. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 508575. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575 did not identify any additional complaints related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 508575 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be completed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a discrepant realtime sars-cov-2 result. A positive result was obtained and reported to a patient, however, the patient complained about the result because he was asymptomatic, and had been quarantined. A second sample was taken and evaluated, and result was negative. Upon these findings, the customer reprocessed the first sample, result was negative. Customer also mentioned 2 serology tests were reported, and results were negative. After reviewing the log files, the field application specialist (fas) concluded the runs were valid, as assay controls, and internal controls in each sample were within assay specifications. After data analysis was performed, it was noted positive sample had a late cycle number (cn) value (cn = 28.00). Most likely, that value is near or below the limit of detection (lod) of the assay (100 copies/ml), where we can get partial detected samples at different percentages. The fas referred to the latest version of abbott realtime sars-cov-2 assay package insert (list 09n77): validity checks applied by the m2000rt software before releasing a result, as well as the intended use, limitations of the procedure, and limit of detection of the realtime sars-cov-2 assay. On (B)(6) 2020, the customer informed the following: one of the serology tests used was: abbott´s panbio-covid-19 igg/igm rapid test device. Test was performed on (B)(6) 2020, result was negative. The customer could not obtain more information regarding the second serology test. The customer confirmed there was not a negative impact on patient´s health derived from the false positive event. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.